Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a repeat ablation procedure performed with a farawave catheter, the patient suffered hemoptysis after heparin was given. No complications occurred prior to heparin administration. The procedure was completed as planned. The patient was initially discharged from the hospital on (B)(6) 2026. On (B)(6) 2026, diagnostic tests were performed. Laboratory tests showed prolonged prothrombin time, elevated international normalized ratio (inr) and activated partial thromboplastin time (aptt), decreased red blood cells, hemoglobin, hematocrit, and platelet count, elevated red cell distribution width-standard deviation (rdw-sd), and increased bilirubin levels. Additionally, troponin and b-type natriuretic peptide (bnp) were elevated. An x-ray showed no significant changes. A computed tomography (CT) scan revealed a small pericardial effusion with pericardial recess fluid. An electrocardiogram (ECG) demonstrated atrial fibrillation and incomplete left bundle branch block. On (B)(6) 2026, an ECG showed sinus rhythm, atrial premature complex, and left bundle branch block; the patient was then readmitted to the hospital. During hospitalization after (B)(6) 2026, the patient was managed with intra venous ceftriaxone and doxycycline, and supplemental oxygen. The patient was discharged from the hospital on (B)(6) 2026, after being deemed stable. The device will be returned for analysis.